Manufacturer narrative:
Additional information can be found in the following sections: d4, d10, g4, g7, h2, h3, h6 and h10. A review of the instrument log for the harmonic ace (480275-08/m90190818 0197) was performed. The instrument was last used on 06/08/2020 on system sk3104. This is a single-use instrument. Further technical review is not required as there was no error related to the issue. 61 - intuitive surgical received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found with a broken curved blade. A broken piece, approximately 0.38" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. Cracked or broken blades are triggered by any contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the unit.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury"

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log was performed for the harmonic ace (480275-08/m90190818) on the reported event date on system sk3104. Three harmonic ace instruments were logged on 6-june-2020. As the customer did not provide the product sequence #, the instrument related to the complaint cannot be verified per instrument log at this time. The customer provided images of the harmonic ace instrument, and upon review, the titanium-curved blade of the harmonic ace insert was broken off of the instrument. Any contact with metals or hard objects during activation may lead to a broken blade, and any scratches that occurred during use may also lead to a blade failure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the harmonic ace broke while dissecting the mesentery. The fragment was retrieved during the operation. The procedure was completed with no reported patient harm, adverse outcome, or injury. Due to the alleged issue, the procedure was delayed by 10 minutes. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. The breakage occurred after 20 minutes of use. The surgeon did not experience any issues with removing the instrument prior to the breakage. There was no report of instrument collision or other hard material. The fragment was retrieved with an endoscopic grasper. No surgical procedure was required and no post-operative tests were performed due to the event. The patient has not returned to the hospital due to post-surgical complications due to retaining a foreign object.